Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra; model #: mc1vr01-delsys; expiration date: 28-sep-2022; serial#: (B)(4); UDI #: (B)(4). Device available for evaluation: no. Mfg date: 06-apr-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), exhibited inappropriate thresholds in multiple deployment sites. On the eighth attempt at recapture, the leadless ipg could not be stored in the leadless ipg delivery system (delsys) cup, as there appeared to be a foreign body stuck between the leadless ipg and the delsys cup. The physician then pulled the delsys back into the atrium and attempted to detached the leadless ipg from the myocardium by putting tension on the tether. The leadless ipg moved, but did not detach. At this point the tether snapped in the delsys and it was attempted/not used and replaced. The leadless ipg was still attached to the myocardium, where it was not capturing at maximum output. The leadless ipg was attempted/not used, explanted and replaced. The procedure was ultimately extended to a four hour procedure. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was a high possibility that the chordae tendineae near the tricuspid valve became an obstacle between the leadless ipg and the delsys cup preventing the leadless ipg from being retracted into the delsys cup.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: mc1vr01-delsys product event summary: the analyst noted that only part of the delivery system was returned. There is blood on the outer shaft located at the distal end of the stability member. The analysis indicated that the lumen of the delivery system was torn. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the lead indicated damage during use. D9: yes, return date: 22-jul-2021 h3: yes dev rtn to MFR? Yes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Referenced article: tether fracture in leadless pacemaker during repeated recapture. Heart rhythm case reports. 2022; 1¿3. Doi: 10.1016/j.hrcr.2022.09.012 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.